Event description:
This case was reported by a consumer via a marketing research study ((B)(6)) and described the occurrence of infection in a (B)(6) female patient who received breath right nasal strips for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started breathe right nasal strips (topical). At unknown time after starting breathe right nasal strips, the patient experienced infection. The patient was hospitalised for 4 days. The patient was treated with unspecified intravenous antibiotics. At the time of reporting, the outcome of the event was unknown. The manufacturer's report number for this case is 3004486989-2012-00010. Breathe right nasal strips are manufactured in (B)(4) and neither the product, nor lot number for this product is available. (B)(4).